Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During routine testing of the device at the service center, the service technician reported that the red arterial ribbon was cut. Since the event occurred during routine testing, there was no patient involvement during this event.